Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting an error code 1104 backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. When the backup audible alarm test fails, alarms normally annunciated by the backup audio device use the primary speakers. The rse provided the customer with troubleshooting steps. Advised customer the latest version of the service manual is version t. Diagnostic code 1104 - backup alarm failed. Advised customer the likely failure is with the cpu board. Advised customer to re-program the v60 serial # and power-on hours after replacing the board. Page 137 for reprogramming the v60 serial # and power-on hours. Customer has advised the units purchased option are avaps, c-flex, ramp, ppv, and auto-trak plus. The rse provided parts ID for the cpu pcba. (Software 2.30). Resolution and disposition are pending - investigation ongoing.